Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. The customer was explained the alarm and possible causes. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to insert new (B)(6) alkaline battery. The customer was advised to ensure the battery is securely fastened. The customer stated that when the pump came back on she had to program the time/date. The customer was advised that we will ship a replacement battery cap. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 560 mg/dl. The customer was treated for high blood glucose with manual injection. The customer declined to troubleshoot high blood glucose and no delivery alarm because reservoir was empty.